Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a pacemaker that exhibited unspecified oversensing. The pacemaker was explanted and replaced. Patient status was not reported.

Manufacturer narrative:
The reported event of unspecified oversensing could not be confirmed. The pacer was received in normal working conditions with battery voltage at elective replacement indicator (eri). Electrical and mechanical analysis performed, including sensitivity test under nominal settings indicated normal device functionality. Visual inspection of the header and connections showed no anomaly, some septum particles inside the inset and some tool marks. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on average monthly current indicating normal battery depletion.